Event description:
The catheter port wasn't working so a procedure was done to remove it. Upon removal, there was no doubt that the remainder of the catheter had already divided and was in the patient's chest. The foreign body, which looked like the tip of the catheter, was removed from the patient per doctor request.